Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 313 mg/dl (aviva) and 60 mg/dl on professional meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.